Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Code c20: device lot/serial number was not made available. Therefore, review of manufacturing record history could not be conducted. Per event description, the vascular graft was explanted and replaced; however, the explanted graft was not returned for evaluation. Instructions for use for: gore® acuseal vascular graft: vascular access procedures: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. Possible complications with the use of any vascular prosthesis a. Complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and/or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained from a voluntary medwatch report: on or about (B)(6) 2022, a patient had an implant of a gore® acuseal vascular graft for hemodialysis. After about three months of use, the vascular graft occluded. Physician attempted percutaneous thrombectomy but that was not successful. The guidewire was unable to pass beyond the venous anastomosis. Subsequently, the vascular graft was explanted. It was found the silicone layers had delaminated. The patient is reported to be recovering well.